Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited high thresholds as the lead perforated the heart wall and the lung causing pleural effusion. The lead was then repositioned. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.